Event description:
A nurse reported that there were bubbles in the infusion line during a vitreoretinal procedure. There was fluid in the reservoirs in the cassette and the system was not in backup infusion. The customer had changed the infusion line and cannula, but not the cassette when troubleshooting. There was no pt harm reported. The system has been functioning w/o issues since the event. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The customer's complaint history was reviewed for the period of one yr; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The root cause is unk at this time. (B)(4).